Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination confirms the instruments are fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Root cause due to user error, not following surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03443.

Event description:
It was reported that the knee was a bit stiff while trialing the poly so the surgeon used a mallet to try get it to seat. Both poly trials broke. There were no foreign bodies retained. No known impact or consequence to the patient. There was no surgical delay. The surgery was completed with a second set of instruments. Attempts have been made and all available information has been provided.